Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented in the operating room. During the procedure, the right ventricular lead exhibited high pacing impedance at multiple locations. The lead was not used and replaced. The patient was stable.